Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check. The generator was/is within specifications, and all of its features were/are properly functioning. The chronological data that was stored at the time of the procedure was reviewed. The length, power, and duty cycle activations were typical. However, the chronological data revealed that there were several warning messages indicating that there was poor quality contact with the neutral electrode (ne). These warnings were significant enough to interrupt activation (i.e., stopped the unit from being activated) due to resistance limits being exceeded and fluctuations of the resistance being substantial. These warning messages repeatedly signaled to the user via audible and visual alerts that there was an issue with ne. Based upon the information provided and the evaluation of the generator, the burn appears to have been caused by the user not following safety instructions/warnings in the esu user manual. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) in a debridement and skin graft. The esu was used with a neutral electrode (ne) from the manufacturer fiab. No other information was provided regarding any other accessories being used during the procedure or the settings employed. Per the report, the patient suffered third degree burns and had white scabs appear around the edges and corners of the ne that was on the patient's right ipsilateral thigh. To aid in the healing process, a bandage was applied to the affected area.